Event description:
Customer received discrepant creatinine results for 10 pt samples that have occurred over the last month. The following 8 pt examples provided were discrepant. Samples are drawn in bd vacutainer, pst lithium heparin sample tubes and run from the primary tube. Units of measure not provided for creatinine results sample 1, initial result on (ppe) module gave 143; repeated twice on another module (pe) gave 59.5 and 59.7. Sample repeated a third time by the initial module (ppe) gave 60.4. Sample 2, on (B) (6)2009 initial result on (pe) module gave 147; repeated twice giving 79.3 on (pe) module and (ppe) module. Sample 3, on (B) (6)2009 initial result on (pe) module gave 49.2; repeat gave 106.6. Sample 4, on (B) (6)2009 initial result on (pe) module gave 66.9; repeat twice giving 144.5 on (pe) module and 152.7 on (ppe) module. On (B) (6)2009 sample 5, initial result on (pe) module gave 105.4; repeated twice giving 235 on (pe) module and 240 on (ppe) module. Sample 6, initial result on (pe) module gave 47.9; repeat gave 108.4. On (B) (6)2009 sample 7, initial result gave 66.7; repeat gave 129.8. Sample 8, initial result gave 30.7; repeat gave 95.2. No info was provided to determine if erroneous results were reported or if pts were adversely affected. If add'l info is received, appropriate notification will be provided.